Event description:
A 35 year old gestational diabetic obtained a reading of 208 mg/dl with the suspect device. Doctor advised her to go to the hospital. While in hospital, suspect device read 242 mg/dl and the hospital device read 140 mg/dl. Diabetic had been storing strips in baggie and glucose controls were out of range. While in hospital, diabetic was initiated on insulin therapy.

Manufacturer narrative:
Standard disclaimer on file.